Event description:
The access port was implanted on (B)(6) 2012 and removed on (B)(6) 2014. The port catheter has detached from the access port during this spring. This was discovered at the local hospital, because of no backflow in the access port. On the x-ray, it was seen that the catheter had detached from the access port and was found in the hepatic vein. The child was sent to the hospital in order to remove the catheter via cardiac catheterization. The child was anaesthetized and the catheter was removed via a vessel in the groin. When the access port was removed, the staff could see that there was still a small piece of catheter on the ports outlet tube. It was the same length as the exit cannula which means that the catheter was cut off/pulled off and the rest of the catheter moved down via the right atrium and into the hepatic vein. So, this complaint is not about the catheter being detached from the port, it is instead regarding the fact that the catheter has broken.

Manufacturer narrative:
Batch history review: the batch history file complies with our specifications and does not present any discrepancy. No other similar incident was declared to us on this batch of access ports, sold since october 2011. Investigation results : the device was received for analysis. -the catheter rupture occurred at the level of the exit cannula tip. Conclusion: catheter rupture close to the exit cannula is confirmed. The returned device is very damaged at the level of the catheter connection. This does not allow us to conclude on the root cause of this incident. However catheter rupture is a known risk of the access port system implantation, documented in the IFU and literature. It is worth noting that the celsite st501f access port, reference 4437024 is not cleared in the us, but this device is similar to the reference 05433750 (k130576)